Manufacturer narrative:
The device was received, and an evaluation is complete. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this alarm in the log.  Evaluation included a visual assessment as well as functional testing. Evaluation experienced a system error 322. The cause was determined to be a lower link switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced sensor error 322 (link switch error low). No additional information is available.